Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem section h1 type of reportable event - corrected - no malfunction. H3 device evaluated by mfg ¿updated. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was noted to be cut 8cm from the hub (cut by the operator). The catheter proximal shaft was noted to be kinked/bent 14cm from the hub. The catheter distal shaft was noted to be kinked/bent. Traces of procedural fluid were observed at the catheter tip. Part of the secondary strain relief was detached after the operator cut the catheter during the procedure. There was no damage noted to the hub or tip of the catheter. Functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was not confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and there was no damage noted to the packaging prior to opening the packaging. Also, additional information provided by the customer indicated that the device was in good condition prior to use. A coil deviated from the aneurysm, so, the snare device was used to retrieve the coil. While retrieving the coil in the subject microcatheter, part of the coil remained inside of the microcatheter, therefore the operator cut the hub of the subject microcatheter, then the coil was completely removed along the snare device. On final contrast, a foreign substance was found on the tip of the guiding catheter. Subsequently, when the guiding catheter was removed, seemed like a part of the subject catheter was found on the distal tip of the guiding catheter, so an investigation was requested. The operator stated that only one part of the hub was cut. The procedure itself was completed successfully with no health damage. The coil used in the procedure was a non stryker coil. The catheter shaft below the hub was returned cut, the operator cut the catheter as per the event description. The catheter shaft was found to be kinked. There were traces of procedural fluid were observed at the catheter tip. Part of the secondary strain relief detached after the operator cut the catheter during the procedure which is why the physician may have perceived the catheter shaft to be broken/fractured. The as reported event 'catheter shaft broken/fractured during use' will be assigned not confirmed as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The as analyzed event 'catheter shaft kinked/bent' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure a coil deviated from the aneurysm. The snare device was used to retrieve the coil from the subject microcatheter. However, part of the coil remained inside the subject microcatheter, therefore, the operator cut the hub of the subject microcatheter and the coil was completely removed with the snare device. During final contrast a foreign substance was found on the tip of the guiding catheter and it was removed. It looked like a part of the subject microcatheter was found at the distal tip of the guiding catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure a coil deviated from the aneurysm. The snare device was used to retrieve the coil from the subject microcatheter. However, part of the coil remained inside the subject microcatheter, therefore, the operator cut the hub of the subject microcatheter and the coil was completely removed with the snare device. During final contrast a foreign substance was found on the tip of the guiding catheter and it was removed. It looked like a part of the subject microcatheter was found at the distal tip of the guiding catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.